Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the devices were not communicating. A technical support specialist dialed into the server and found that the carefusion coordination engine (cce) services were set to manual startup. This occurred because the customer had recently completed an es 1.11 upgrade, and the cce services on the new server had not been updated to automatic delayed start. The service startup settings were updated, and the services were started successfully. The customer confirmed that replenishment was crossing over and that the pyxis devices exited critical override. The customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server all devices were not communicating and they were on critical override. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.